Event description:
The customer reported the rad-97 provided "inaccurate readings." There was no patient impact or consequence reported.

Manufacturer narrative:
Other, other text: the returned rad-97 was evaluated. The device was able to obtain readings for all enabled parameters and all alarm conditions were audible and visual. No product performance issues related to spo2 and pulse rate measurements were identified. The device was determined to be functioning as designed. Health effect impact code: no adverse event, no patient impact.

Event description:
The customer reported the rad-97 provided "inaccurate readings." There was no patient impact or consequence reported.

Manufacturer narrative:
Other text: masimo has reached out to the customer to request the return of the device. The device has not been returned to masimo to allow an analysis to be performed. If the device is returned for evaluation or new information is obtained, a follow up report will be submitted. Health effect impact code: no adverse event, no patient impact .